Event description:
Customer reported to horiba medical (horiba) that the white blood cell (wbc) controls results generated by the pentra 80 were low and out of the established range. Horiba technical support (ts) troubleshot the issue with the customer via telephone. Customer indicated the miniclean cleaner lot 120329t1 installed on the pentra 80 on (B)(6) 2012 has a bad odor. Ts assisted the customer with cleaning the cleaner line and installing another lot of miniclean cleaner. Customer reported startup passed after they cleaned the cleaner line and replaced the miniclean cleaner. Customer reported quality controls were within normal ranges after the new lot of miniclean cleaner was installed. Although good lab practice and the pentra 80 user manual states that patient samples should not be run on an instrument when the quality controls are not reporting within specified ranges, this customer indicated they have reported wbc patient results out of the lab during the period of (B)(6) 2012. It is unk whether the wbc patient results reported out of the lab during this period were erroneous. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Horiba is currently investigating the reported event and will submit a supplemental report in accordance with 21 cfr 803.56, when add'l info becomes available.